Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review noted the introducer kit passed all post sterile inspection checks. As per a quality notification, batch number s9467407 had a loose particle inside bag and failed 100% visual inspection checks. The one unit was found to be nonconforming and as a result, was dispositioned accordingly. Regarding the peri-procedural adverse event, thrombus, in order to make a root cause determination, essential clinical details would have to be provided. Therefore. The root cause of the thrombus was unable to be determined due to insufficient clinical details. H6: investigation: type, findings and conclusion codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
Medical safety officer reviewed the event and determined the thrombus and femoral surgical cutdown/repair involving the peel-away introducer is a serious injury type reportable event. The patient demise outcome is associated with the impella 5.5. Refer to the related manufacturing report number as noted in section h10 for the report on the impella 5.5 device. Note: no update is required for the type of reportable event as such information in the initial report is in alignment with the medical safety officer review outcome.

Manufacturer narrative:
D4: UDI is not available at the time of this report. Given the impella 5.5 related events, there is not enough information to exclude this device as an associated factor in the patient¿s demise outcome. Refer to the related manufacturing report number as noted in section h10 for the report on the impella 5.5 device. Device status: the impella peel-away introducer was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the left femoral artery (lfa) peel away sheath did not have blood return and could not flush. The vascular team was consulted and distal run off completed. The patient had perfusion to the lower extremities with the presence of clot in the lfa. The decision was made to remove the peel away sheath and complete femoral cutdown and repair. The patient was escalated to an impella 5.5 (after six days on the impella cp support) and placed on extracorporeal membrane oxygenation support. However, the patient would ultimately expire.